Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with a right ventricular (rv) lead stated their remote communicator displayed a red call doctor icon. Technical services (ts) was consulted and determined the red alert was due to a high out of range pacing impedance on the rv channel. It was also noted that there was a successful interrogation the day after the red alert. Ts referred the patient to the clinic. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this patient with a right ventricular (rv) lead stated their remote communicator displayed a red call doctor icon. Technical services (ts) was consulted and determined the red alert was due to a high out of range pacing impedance on the rv channel. It was also noted that there was a successful interrogation the day after the red alert. Ts referred the patient to the clinic. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and it was reported that this rv lead was fractured and exhbiited loss of capture (loc) and out of range impedance measurements. As a result, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with a right ventricular (rv) lead stated their remote communicator displayed a red call doctor icon. Technical services (ts) was consulted and determined the red alert was due to a high out of range pacing impedance on the rv channel. It was also noted that there was a successful interrogation the day after the red alert. Ts referred the patient to the clinic. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and it was reported that this rv lead was fractured and exhbiited loss of capture (loc) and out of range impedance measurements. As a result, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.